Event description:
It was reported the device was explanted (B)(6) 2011 due to not normal battery depletion and an issue which was therapy related. The patient recovered without sequela.

Manufacturer narrative:
Wrench accessory model: unknown, serial unknown, implanted: unknown, explanted: unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Manufacturer narrative:
Lead model 3778-45, serial# (B)(4), implanted: 2009-(B)(6), explanted: na, lead model 3778-45, serial# (B)(4), implanted: 2009-(B)(6), explanted: na, programmer model 37743, serial# (B)(4), accessory model 37752, serial# (B)(4). Analysis of the neurostimulator model 37712, serial (B)(4) found no significant anomaly. The battery capacity was reduced due to overdischarge. After a physician mode recharge, good stable output was observed on all electrodes. Analysis of the wrench found no anomaly.